Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon reshaping of the pta balloon prior to re-insertion into the introducer sheath, the fibers of the balloon allegedly began to unravel. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one conquest pta catheter was returned for evaluation. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. Loose fibers and peeled pebax were noted 2.0cm from the distal tip, and extended proximally for 2.3cm. Fiber strands were noted to be unraveled 4.3cm from the distal tip and measured 15.2cm in length. The fiber strands were wrapped tightly around the barrel of the balloon. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it was unable to be inserted past the location where the fiber strands were wrapped tightly around the balloon. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for unraveled fibers and peeled pebax on the barrel of the balloon. The root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.